Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the l2 and l5 leads were explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which l5 lead was explanted, both leads are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2019-14284, 1627487-2019-14285. It was reported that the patient was not receiving effective therapy. It was confirmed that there were high impedances on the leads. In turn, surgical intervention may be planned to address the issue.